Event description:
It was reported that during the use of the product, leakage of medical fluid from the connection part was observed. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Unit returned was received inside of a plastic bag which it's not their original open packaging. Visual inspection results: the sample don't present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. Functional testing: leak test results -the sample was analyzed using a syringe with colored water to detect any leaks. During the test, a leak was found between the filter and tube. The complaint is confirmed. The customer stated problem was duplicated. Root cause identified was lack solvent during the device manufacturing. The cause of the reported problem was traced to the manufacturing process. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Unit returned was received inside of a plastic bag which it?s not their original open packaging. Visual inspection results: the sample don?t present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. Functional testing: leak test results -the sample was analyzed using a syringe with colored water to detect any leaks. During the test, a leak was found between the filter and tube. The complaint is confirmed. The customer stated problem was duplicated. Root cause identified was lack solvent during the device manufacturing. The cause of the reported problem was traced to the manufacturing process. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).